Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that he wanted to raise the stimulation but the controller had not worked since (B)(6) 2019 (7 days). Patient services walked the patient through steps on how to connect to the ins. The patient stated that the controller was not able to connect to the communicator. The patient reported that the communicator light went off. The patient plugged it in to the ac power cord and stated he was seeing an amber colored light. Patient services suggested that the patient charge the communicator until he sees a green light and then attempt to connect to the ins. The same day, the patient called back and stated that the reason for the call is for assistance increasing stimulation. The patient stated that therapy "was not really working. Probably I need more stim. Amount of urine is not enough". Patient services assisted the patient in troubleshooting, and during troubleshooting and further clarification of what the patient was seeing on the screen, it was discovered that the patient was seeing ¿data lost: internal device has lost all data. Contact your clinician.¿ the ins had undergone a power-on-reset (por). Patient services reviewed what a por is with the patient. The patient was redirected to follow up with their healthcare provider (hcp) for the following reason: to restart and reconfigure therapy settings. No further complications were anticipated/reported.